Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported a critical alarm was heard and confirmed by telemetry. Pump logs showed a "reset occurred - low battery" and safe state occurred on (B)(6) 2014. The patient went to the ER on monday night and was experiencing a return of symptoms including pain and restless leg syndrome. On (B)(6) 2014, the pump was programmed to the minimum rate mode and was used for therapy at this rate. It was stated the patient did not hear any beeping or alarms. The pump was going to be replaced. The pump was used to infuse morphine. (B)(6) 2014 (lfc/hcp); it was further reported the patient was having "withdrawals", an increase in lower back pain, leg spasms and mental confusion. It was noted the pump "failed" and went into safe mode.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a manufacturing issue, a miscellaneous wire weld anomaly. The inspection of the hybrid found a missing resistance weld for the b+ wire post. (B)(4).

Event description:
Additional information received reported the pump was being replaced the date of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went out of their mind and walked straight into a pond. The change in therapy/symptoms was considered sudden. The situation was resolved. The cognitive issue occurred in 2014 when the pump stopped working for two weeks. The pump was used to infuse dilaudid.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.